Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant products: 445 mentor memorygel breast implant (catalog number 3507445mc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 445cc mentor memorygel breast implant and experienced postoperative left-sided rupture and capsular contracture baker grade ii. The diagnosis was confirmed by physician upon examination. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2019 and will not replace with any devices.